Event description:
Healthcare professional reported "a rupture on an unknown side" confirmed via MRI and ultrasound. Healthcare professional later reported capsular contracture baker grade ii. This relates to the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "patient's implant ruptured".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as surgical impact opening and missing side assessed as inconclusive. (Shell thickness was within specification). Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: no penetrating nick(stress mark) observed on the device. No further actions are required as the device was implanted. .

Event description:
Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.